Event description:
On (B)(6) 2023, the patient reported a blood glucose level of 243 mg/dl following breakfast, remaining in the 240 mg/dl range before decreasing to 97 mg/dl prior to lunch. After the lunch meal announcement, the patient¿s bg decreased further to 67 mg/dl. The patient was informed that the ilet system adjusts insulin delivery based on cgm trend data and was provided education regarding bg corrections and factors influencing bg changes. The patient indicated plans to enter a smaller meal announcement despite consuming a usual meal and was advised on the importance of accurate meal entries for optimal system performance. Follow-up on (B)(6) 2023 confirmed that additional education was provided regarding ilet function and management of low bg events. The patient resumed therapy, and no further issues were reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.